Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic roux-en-y gastric bypass procedure, while the device was being passed down to the esophagus, the anvil detached from the delivery tube. In order to resolve the issue, it was retrieved using the attached suture and the case was completed with a new device. No patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The anvil was observed to be tilted and separated from the tubing. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the reported condition may occur if the instrument is subjected to excessive tension. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.